Event description:
It was reported that the patient experienced inflation issues with a nine year old inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing reservoir was deactivated, the reconnected cylinders and pump were removed and a new ipp was implanted. During the procedure no fluid was seen on the reservoir. There were no patient complication related to the device.